Event description:
Subsequent to previously filed report, additional information was received: there were no issues noted with the patient health condition. The patient was discharged from the hospital as of (B)(6). Hospitalization was reportedly not prolonged due to the issue with the proglide device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The sheath size during the procedure was 18f; the preclose technique was not used. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device would not have contributed to the reported back wall stitch. Reportedly, femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The patient effects of thrombosis and vascular injury (tissue injury) are listed in the IFU, as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effects of thrombosis and vascular injury (tissue injury) are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: patient code 4607 removed.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 18f sheath after an interventional atrial septal defect procedure. Reportedly, upon removal of percutaneous cardiopulmonary support, the proglide was attempted, yet hemostasis was not achieved. Manual arterial compression was applied and a pulse in the vessel was not noted. Surgery revealed a thrombotic occlusion in the center of the vessel and the suture had captured the posterior wall of the vessel. The foot of the proglide injured the interior tissue of the posterior wall. The common femoral artery around the puncture site was replaced with an artificial blood vessel to complete the procedure. Hospitalization was prolonged as the patient was not discharged as of april 30th. No additional information was provided.